Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lavh procedure. Four hours after starting to use, a strange sound was heard from the one of the trocars. No patient harm. The person in charge did not know which devices made noise, all devices used on the same day were sent for investigation. Three upper seals have cracks and the two lower ones have little spaces. The seals also leaked air.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one opened device as it was received from the user account. The circular and envelope seals were intact. The cannula was intact. The device passed an air leak test. The obturator was inserted and removed from the trocar without difficulty. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. The reported condition not confirmed and the device tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.